Event description:
It is reported that the patient underwent a procedure to address a nonunion of the l5 and s1 vertebrae approximately three years after she had been implanted with an l1 - s1 pangea construct. The entire construct was removed and replaced. During implantation of the new construct, the tip of the screwdriver broke off in the right s1 screw. The screw would not advance, so the surgeon instead used a shorter screw. No patient harm was reported and about 10 minutes were added to the procedure. This is report 1 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents for this lot were reviewed and no complaint related issues were found.

Manufacturer narrative:
The hexagonal tip is broken off; the broken off portion is missing. The complaint description states that the tip broke during insertion of the screw, and the remaining portion was twisted anti-clockwise before breakage. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by extraction. The driver was received with some minor oxidation on the etch. The tip is twisted and is fractured. The driver twisted and then fractured while inserting a screw into the sacrum. Approximately 3mm of the tip is missing and was not returned. The twisting pattern is consistent with the clockwise motion from the insertion of the screw. The chu engineer did a torsion failure calculation for both yield (twisting) and fracture. The torque to yield was approximately 4.37 n-m while the torque to failure was approximately 5.15 n-m. The driver material is tempered and hardened 420b. After speaking with a spine product development engineer, the torque experienced while inserting a screw into the sacrum can be higher than 5 n-m. This failure is a result of the torsion load exceeding material strength. This complaint is deemed valid from a design perspective. Based on the severity level and occurrence rate, a CAPA is not required. Placeholder.